Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, bacterial" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block e1: initial reporter email.

Event description:
It was reported that during an in-clinic follow-up appointment to have the patient's system re-programmed, the representative was informed by the registered nurse that the patient had an e. Coli infection in their bladder and had done a course of oral antibiotics and was to be tested on (B)(6) 2025 to see if the infection had cleared. The nurse does not believe the patient's issue is stimulator related. The infection started on (B)(6) 2025, test results not yet received to know if infection was present or not. The patient's system was evaluated and adjustments have been made. The patient's symptoms have improved drastically and they are very happy with the results, and no further issues or complications at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Supplemental record being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, bacterial" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during an in-clinic follow-up appointment to have the patient's system re-programmed, the representative was informed by the registered nurse that the patient had an e. Coli infection in their bladder and had done a course of oral antibiotics and was to be tested on (B)(6) 2025 to see if the infection had cleared. The nurse does not believe the patient's issue is stimulator related. The infection started on (B)(6) 2025, test results not yet received to know if infection was present or not. The patient's system was evaluated and adjustments have been made. The patient's symptoms have improved drastically and they are very happy with the results, and no further issues or complications at this time.

Event description:
It was reported that during an in-clinic follow-up appointment to have the patient's system re-programmed, the representative was informed by the registered nurse that the patient had an e. Coli infection in their bladder and had done a course of oral antibiotics and was to be tested on (B)(6) 2025 to see if the infection had cleared. The nurse does not believe the patient's issue is stimulator related. The infection started on (B)(6) 2025, test results not yet received to know if infection was present or not. The patient's system was evaluated and adjustments have been made. The patient's symptoms have improved drastically and they are very happy with the results, and no further issues or complications at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.